Event description:
It was reported that a patient fell off a medical bed. The initiator reported and alledged that the "primary care physician was in the room and watched the bed alarm start to go off, not sound, and then turn off while the patient fell. The patient was not reported to be injured."

Manufacturer narrative:
Upon receiving the complaint on 2025-10-13, umano medical promptly initiated an investigation by reviewing the DHR. The bed was fully tested and had passed all required tests during production. No nonconformity related to the alleged issue was identified. Initial information was received from the distributor, who was expected to conduct an on site investigation. On 2025-10-27, umano medical performed a follow-up by email. On 2025-10-28, the distributor confirmed that they had not yet completed their investigation or testing and would get back to us. Between 2025-11-04 and 2025-12-16, umano medical sent three additional follow-up emails. No responses were received. A follow-up phone call was made on 2026-01-20, but there was no answer, and a voicemail was left. As of 2026-01-27, no reply had been received. Given the absence of information from the distributor, it was determined that the investigation could not be completed. Therefore, no root cause could be identified, and the complaint was closed.